Event description:
The customer reported that the t:slim x2 pump battery would not charge, even after attempting to use different wall adapters and charging cables. A power source alert was recorded in the pump's history, labeled as alert 07. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.